Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. All evidence indicates the s-ICD remains in service and no adverse patient effects were reported. Please note: this model/serial of the specific model/serial is currently being requested from the field, this event will be updated should additional information be provided.

Manufacturer narrative:
Please note: the model/serial information, as well as updated physician and hospital information for this event was provided from the field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. All evidence indicates the s-ICD remains in service and no adverse patient effects were reported.